Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized on the same day as the onset of peritonitis. On an unknown date, the patient was treated with vancomycin (dose, frequency and route not reported) for peritonitis. Two days after the hospitalization, the patient was discharged from the hospital. The patient was retrained regarding aseptic technique. The patient recovered from the peritonitis event. The dianeal therapies were ongoing. No additional information is available.